Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent low glucose readings in the 70s while using the ilet pump and requested guidance on meal announcements, after which general information was provided and additional training was arranged. Symptoms included hypoglycemia with self-treatment using oral carbohydrates such as cereal and a honey bun. Outcomes included no alarms and no reported hospitalization. Investigation included a review by the training team for user education. Investigation of this case revealed that the cause of hypoglycemia was unclear and that no device alerts were reported during the events. It was concluded, based on previously established findings for similar reports, that the cause was undetermined and additional user training was warranted. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.